Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with around 300 units of insulin during the load sequence. Customer's blood glucose was 187 mg/dl. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.